Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly and damage. Customer's blood glucose was unknown mg/dl. The customer stated there is crack in case and can seen on reservoir and battery compartment. The customer drive support cap is not damage. The customer stated frequently no or intermittent response by button press (downwards button). Customer was advised that we are sending replacement. The customer was advised to return the product for analysis.